Event description:
It was reported that when the device was used during a laparoscopic cholecystectomy, the inner gasket fell out. Piece was retreived from patient. Another device was used to complete the case. There were no patient consequences.